Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08954).

Event description:
It was reported that patient underwent an initial hip replacement procedure on (B)(6) 2007. Subsequently patient was revised (B)(6) 2014 due to metallosis. The cup and head were removed and replaced with french-made products.